Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a piece of the lens optic and a piece of the lens haptic was torn and missing. There's a tear on the optic. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon attempted to implant a aa4203tl toric silicone lens. The nurse stated that the lens tore prior to insertion into the eye. No patient injury. The injector and cartridge model and lot numbers were not specified by the facility.